Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's device didn't work correctly from the beginning, and the parameters had to be raised in search of improvement. A short generator duration was noted as the battery drained in three years and the device was replaced. Additional information was received from the manufacturer representative (rep) on 2026-feb-10. The rep reported that it was unknown if the issue was caused by normal battery depletion, and the most likely cause was unknown. When asked what steps were taken to resolve the issue, the rep stated the patient proposed to [have the device] analyzed since it seemed the battery lasted a short time. The issue was resolved with the replacement of the generator. When asked what steps were taken to resolve the lack of therapeutic benefit, the rep stated the scheduled parameters were modified. When asked if therapeutic benefit was ever achieved, the rep stated that after chan ging the generator everything seemed to be going well according to the patient's assessment.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.